Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the lens was explanted due to double vision and the clinical reason for the explant was mentioned as dislocation of lens. Additional information has been requested and received stating there was no harm to the patient.